Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A complete circumferential break in the outer shaft and guidewire lumen 1.9cm from the distal tip. The edges of the break were severly stretched and jagged. As a result of the break, the outer catheter had been pushed towards the distal tip and was bunched,. The core wire remained intact throughout the catheter. The investigation is confirmed for break, as a break in the outer catheter was observed near the tip of the device. However, as functional testing could not be performed, the original reported issue is upon the available information. It is unknown if patient and/of procedural issues contributed to the reported event.

Event description:
It was reported that the recanalization catheter would not cross the lesion. Reportedly, the catheter was activated for less than 5 minutes. The specific treatment site was unknown. The catheter was retracted without difficulty and another was used to successfully complete the procedure. There was no injury to patient.